Event description:
Reportable based on analysis completed on 31-mar-2015. It was reported that crossing difficulties were encountered.  The 99% stenosed target lesion was located in the severely calcified and moderately tortuous middle of right coronary artery (rca) to distal rca.  The 38 x 2.50 promus premier¿ stent was selected ; however the device was unable to cross the target lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed distal stent damage.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The stent delivery system was returned for analysis. A visual examination of the crimped stent found stent struts from the most distal stent row were raised outwards from the balloon and damaged. This type of damage is consistent with the stent encountering resistance during advancement/withdrawal. The ro markerbands were examined and there was no damage noted. The tip of the device was examined and there was no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).